Event description:
It was reported that during an infusion set change with a 23-inch cannula, the user inserted the new set without removing the needle guard, which prevented the site from adhering to the body and interrupted deliveries; troubleshooting and education were provided, and the user successfully completed a new supply change and resumed deliveries. No reported clinical effects. Outcomes included no adverse impact and no alerts or alarms. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user error related to infusion set deployment, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.